Event description:
The patient reportedly experienced ongoing loss of lock between the external equipment and the cochlear implant. Programming changes were made and external equipment was exchanged; however this did not resolve the issue. Testing confirmed the loss of lock. Device revision surgery has been scheduled.